Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a resection surgery metal abrasion occurred with the device. All fragments were retrieved. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-7300ds dissector, sj, 3.0 mm x 7 cm batch 15212838 was received for evaluation. Visual inspection noted that the outer tube window has nicks around the cutting edges. The device was disassembled to evaluate the inner and outer tubes, and it was noted lines around the outer tube. The most likely cause(s) for the reported failure is user error by prying/leveraging the device or using the device without irrigation. Dfu-0215-eor1_fmt_en. F. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry).